Event description:
It was reported that the 9800 system has been arcing and will shut down (lockup). It was noted that this happens when system heats up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Regreased the high voltage cables. The system was tested and functioned as intended. As a proactive measure replaced the x-ray tube and high voltage cables on a subsequent service call.